Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.

Event description:
Dr. Welland called to let us know that he had a file separate while instrumenting on tooth #19. Approx 5-10mm of the file remains in the tooth. He closed using "gcl2c" will leave the file if no problems come up. If tooth becomes a problem he will refer to an endo. There is no follow up appointment scheduled.